Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 event was duplicated during testing. 1 device was found to be affected by corrosion. 1 device was repaired and returned to the account. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device operated in the wrong mode. There was no patient involvement; no patient impact.